Event description:
It was further reported that the scale was inaccurate and the bed exit did not alarm at the bed due to scale board malfunction and load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.